Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Brushes come off the holders [device breakage], no adverse event [no adverse event]. Case description: a reporter contacted via e-mail on (B)(6) 2017 and reported that in the last month his/her family member of unspecified age and gender had the brush come off the oral-b brushhead, version unknown. The reporter stated that his/her family member had been brushing with oral-b for years. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.